Event description:
The customer called to report no delivery alarms on the insulin pump. During troubleshooting, it was very difficult to disconnect and reconnect the reservoir at the infusion set connector. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir and found reservoir with broken neck. Reservoir will leak.